Event description:
Per the physician, the patient was explanted due to tinnitus and vertigo. The patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.

Event description:
The lay user/pt contacted lifescan alleging the meter displays error 5 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
(B) (4).